Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the backup alarm failed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer turned the power on again for the device and the issue did not recur. Onsite evaluation and repair is pending. The investigation is ongoing.

Manufacturer narrative:
H10: a field service engineer (fse) went onsite to further investigate the issue. The fse was unable to duplicate the reported issue. In the event log, it was confirmed that the backup alarm failed error had occurred. The fse replaced the central processing unit (cpu) printed circuit board assembly (pcba) for recurrence preventative action. The fse was unable to duplicate the issue. The fse replaced the cpu pcba for recurrence preventative action. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The central processing unit (cpu) printed circuit board assembly (pcba) was returned for failure analysis. The cpu pcba was tested, and testing of the cpu pcba has resulted in a no problem found. D4: product UDI number is corrected. G1: contact information and contact office entity are updated.